Event description:
It was reported that the patient had heating at the pump during an MRI ¿years ago¿. It was unknown which of the patient¿s three pumps involved. However, the patient¿s current pump had no issues with an MRI and, when it was interrogated afterwards, there were no stalls noted. The patient had continued to receive effective therapy. The reporter had no additional information to provide. The cause of the event, patient symptoms, treatment/interventions, diagnostics/troubleshooting, and drug information were not reported. Further follow-up was conducted to obtain this information, but was unable to be obtained. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).